Event description:
The account states there is no head up function.

Manufacturer narrative:
The head section would not rise manually or by using the siderail function switches. The technician replaced the head up valve solenoid cartridge to repair the bed.